Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to rv tip to rv coil low impedance. The lead had a previous alert for the same reason and was reprogrammed with rv pacing and sensing to true bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).